Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the t:slim x2 cartridge can hold up to 300 units of insulin.

Event description:
It was reported that the customer experienced a blood glucose (bg) level was "high", although a specific value was not given. Reportedly, the customer was attempting to load a cartridge and overfilled their cartridge. Customer address their bg with a manual injection. Customer loaded a new cartridge to resolve the issue.